Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device pending evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when the package was opened, it was a double-armed suture package, but the product was only a single-armed on it. Another product was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One folder packet with a suture needle combination was received for analysis. The product code 9016g is double armed. During visual inspection of the returned sample, it was observed the needle suture combination was tangle in the foam park. Upon inspection of the foam, it was noted that the second needle was parked in it. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no incorrect component was noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.